Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels exceeding 400 mg/dl, while wearing the pod on the hip/buttocks area between 4 and 24 hours. At the hospital, the patient was administered fluids, an insulin injection and remained in observation for a few hours.

Manufacturer narrative:
Investigation found an 0x1c alarm in the download data which occurs at 80 hours of pump operation. The alarm time was at 80 hours. This is a design parameter of the device that causes planned disruption of the pods ability to deliver insulin. Investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation.